Event description:
It was reported that a mcp distal component had fractured in a patient right index finger. The fracture was discovered during the 6 month follow-up with the patient. The patient was then revised with a new, larger ascension mcp implant.

Manufacturer narrative:
This investigation is ongoing. When additional information is gathered and if the implant is retrieved, a supplement report will be filed as appropriate.